Manufacturer narrative:
The reported event of decrease sensitivity was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead had decreased in r-wave amplitude. The rv lead was explanted and replaced. The patient was stable throughout.